Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 08-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and not long after insertion, the consumer started to experience sharp stabbing pain in pelvic and abnormal bleedings. Both events are serious due to required intervention and listed in the reference safety information for essure. Considering the nature of these events, the suggestive temporal relationship, the lack of alternative explanation and the fact that she did not have them prior to essure, the causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4) awareness date 13-aug-2015). It refers to a female consumer of unspecified date in united states who had essure (ess205) inserted in (B)(6) 2006. Not long after the insertion, the consumer began to experience many terrible side effects that continued for several years until removal. Throughout those several years, she visited a specialist for her bowel issues and went to the emergency room on a couple of occasions for sharp stabbing pains in pelvic and vaginal area, but no one could ever tell her exactly what was causing the issues. At one point, she had to have a d&c (dilation and curettage) for abnormal bleeding during cycles. Other side effects included abnormal periods and bleeding, bloated belly, weight gain, hip/joint pain, hot flashes, muscle spasms/twitches, nausea, easy bruising, cramping, dizziness, fatigue, anxiety, mood swings, and hair loss. She did not have any of these events prior to essure insertion. She had an essure reversal on (B)(6) 2013. The pelvic pain and hip pain were gone. She was not having hot flashes, muscle spasms, nausea, easy bruising, cramping, dizziness, fatigue or anxiety since they' had been removed. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and not long after insertion, the consumer started to experience sharp stabbing pain in pelvic and abnormal bleedings. Both events are serious due to required intervention and listed in the reference safety information for essure. Considering the nature of these events, the suggestive temporal relationship, the lack of alternative explanation and the fact that she did not have them prior to essure, the causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.